Event description:
A patient need bi-lateral chest tube as well as an og tube in the resuscitation area. Both suction modules were being used for the chest tubes. I went to grab the portable suction unit and connect it to the og tube. When I turned on the machine the suction light turned on but it was not suctioning. I attempted to trouble shot the lack of suction but was unable to solve the issue. I left the suction connect, since the unit was below the patient it was at least able to work due to gravity. I went to our another area to get the new portable suction unit. I returned to resuscitation and connected the og tube and proceeded to successfully suction the patient.